Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, hair loss, tachycardia, stomach cramps, gas and angina had occurred. Consumer stated the "he had not felt normal since the stent had been implanted. He wakes up in the middle of the night with a fast heart beat and pulse up of 130. He has frequent stomach cramps and lots of gas which has not resolved even though he is now taking protonix. He has had episodes of angina and reports he has experienced hair loss". Attempts to obtain additional information has been unsuccessful.

Manufacturer narrative:
The unit has not been returned for review therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications.